Manufacturer narrative:
Product was returned and analyzed. This lead was returned to boston scientific's post market quality assurance laboratory intact (not severed) with the helix mechanism in a retracted position. Dried blood was noted in the helix housing and tip region. Inner coil (cathode) measured as an electrical open, consistent with an inner coil fracture. X-ray confirmed the inner coil fracture. This damage produces helix extension/retraction difficulties, which prevented helix mechanism testing. Laboratory analysis confirmed this lead was fractured with helix extension/retraction difficulties.

Event description:
It was reported that this right ventricular (rv) lead was unable to be successfully implanted due to an unknown product performance issue. This lead was returned for analysis. No adverse patient effects were reported.